Event description:
A nurse reported a pt experienced a corneal burn during a procedure. The surgeon stated there was no fluid coming out of the handpiece. The procedure was completed.

Manufacturer narrative:
The questionnaire was reviewed by an alcon clinical analyst, who stated the following: the pt was diagnosed with shallow anterior chamber, status post laser peripheral iridotomy, dense cataract, dry eye syndrome and intraoperative floppy iris syndrome [ifis]. The common practice in anterior segment surgery with ifis and shallow anterior chamber is to use viscoelastic to tamponade the iris in order to create more space and inhibit some flipping of the atrophied tissue. The increased use of viscoelastic may in turn occlude the phaco tip. There was no system service. A phaco handpiece (hp) was received and a visual assessment of the returned hp did not reveal any defect or non-conformity. The returned hp cable jacket was tested for easy penetration by firming pressing down with fingernail. The cable jacket could not be easily penetrated and passed the test. The returned hp ground resistance was measured and was found within specifications. The returned hp was connected onto a calibrated system for functional test. The system was turned on and shallowed to boot. The system successfully booted. The returned hp was printed and turned. The returned hp passed prime and tune. Additional testing was performed and the hp passed all testing. Corneal burn is a known hazard associated with phacoemulsification. It is the result of overheating of the phacoemulsification handpiece tip. Handpiece overheating can be caused by an occlusion in the system, resulting in a lack of flow or insufficient irrigation through the handpiece. The system is designed with visual and audible warning signals to alert the surgeon of an occlusion. If an occlusion occurs, the system emits an audible tone and the occlusion tab flashes on the display screen to warm the surgeon that the system was reached occlusion at which point, the surgeon must recognize the warning signals and stop the phaco power tip prevent burns. A review of complaints for the last 24 months did indicate 1 similar report for this system, which is specifically related to this complaint file. A review of complaints for the last 24 months did not indicate any additional similar reports for this phaco handpiece. Based on the info obtained, the customer reported event of a thermal injury associated with the use of their system could not be confirmed. It should be noted that corneal thermal injuries are understood to typically be related to excessive heat generated by the phaco tip due to insufficient association flow, extended energy application, or combination of both. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).